Event description:
A malfunction alarm with code malf 0 was reported, although no events of note occurred prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided instructions and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again.